Manufacturer narrative:
The complaint was found to be a duplicate and was cancelled. The initial MDR for the complaint was submitted on 11/14/2023, pr (B)(4) duplicate complaint.

Event description:
Duplicate complaint.

Event description:
It was reported that the bd needle precisionglide 18x1-1/2in contained foreign matter. The following information was provided by the initial reporter, translated from spanish to english: "requesting your support for the replacement of needle no. 20 with lot number 2272818 and expiration date 10/2027. If at the time of use it is observed to be in poor condition, the change is requested since the use of this material compromises the safety of the patient. At the moment 1 needle has been reported, but the contact indicates a greater quantity. Chemistry reports that the ¿dirt¿ is found inside the blister and that it does not seems with compromised integrity."

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.